Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date. A revision surgery was performed on (B)(6) 2022 to removed of lgn ps high flex xlpe sz 7-8 13mm due to suspected broken post. The current health status of patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's post was found to be fractured, rendering the device inoperable. The fractured component was not returned with the rest of the device. The surface of the device was stained likely from prolonged exposure to bodily fluids. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per the complaint details, an insert revision was performed due to a suspected broken post. The requested documentation has not been provided as of the date of this medical investigation and the current health status of the patient is unknown. The product evaluation, in addition to, the attached undated, unlabeled photo supports the complaint. However, without the requested clinical documentation the clinical root cause of the reported failure could not be determined. It is unknown if the patient experienced any trauma or if the surgeon faults the device. The patient impact beyond the reported broken post and subsequent reported revision could not be determined. Therefore, no further medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.